Event description:
It was reported that after a male incontinence sling was implanted, the patient experienced recurring incontinence. The sling was removed and an alternate continence device was implanted on (B)(6) 2012. The date of implant is unknown.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.